Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy. It was also reported that the pump battery could not be charged. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.